Event description:
It was reported that after a recent pulse generator change, the right ventricular (rv) lead exhibited high, out-of-range shock lead impedance values of greater than 200 ohms. An x-ray was performed, but the results were inconclusive for whether the lead pin was fully inserted. Ts discussed programming options, and they planned to bring the patient into the clinic for further rv lead testing. The device and leads remain in service. No adverse patient effects were reported.